Manufacturer narrative:
After battery installation, no button error alarm noted. However, middle and left keypad buttons did not respond to keypad presses due to flattened dome switch. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. The customer stated they could not press down button for 3 minutes. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.